Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the fiberscope exhibited foreign body in the light guide connector and adapter. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It is possible that this was caused by insufficient cleaning. It¿s also likely that the foreign material may not have been removed because the reprocessing procedures deviated from the instruction manual, and reprocessing might not have been conducted properly. Additionally, there was a deformation of the light guide connector and paint peeling off the adapter frame. However, a definitive root cause could not be determined. The legal manufacturer reviewed the cleaning, disinfection, and sterilization (cds) processes provided by the customer. A deviation from the instructions for use (IFU) was confirmed: a cleaning device from another vendor was used. The event can be prevented by following the instructions for use which state: "8.1 combination with reprocessor this product is compatible with an endoscope reprocessor specified by olympus. When using, please follow the instructions written in the package insert and instruction manual. Endoscope reprocessor (ew-30, oer, oer-2) was described as the compatible reprocessor in the system chart". Olympus will continue to monitor field performance for this device.